Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The balloon of the device did not fully deflate after 1 day and 22 hours of infusion. The device had been filled with fluorouracil in nacl 0.9% with a total volume of 126.5ml with a flow rate of 2.5ml/hr. This was observed during disconnection in a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 1, 2021 - december 2, 2021. H10: the actual device was received for evaluation. The sample contained 30ml ml of fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.